Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of "black screen" was not confirmed. The service technician observed cable had kink/knots but did not affect the image. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during reprocessing the device had no image. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation and a conclusive root cause could not be identified. The legal manufacturer determined that this reported issue was likely caused by improper handling by the user/ accidental failure. It is inferred that some factor in the video processor used by the user caused failure to transmit the signal data between the video processor and the subject device, causing the screen to become dark.